Manufacturer narrative:
A device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint investigation. The sample was not received at the time of this report. If the sample or additional information is received, a follow-up report will be sent.

Event description:
Alleged issue: it was reported that "skin stapler blocked during skin closure at the end of 7 to 8 clips." There was no patient injury and no consequence for the patient. The patient's current condition is unknown.